Event description:
Customer reportedly received results of 41 mg/dl and 146 mg/dl within 10 minutes on the compact plus system. No low blood symptoms reported, the customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test strip lot number 20647147, expiration date 3/31/07.

Manufacturer narrative:
The suspect product is the compact test drum.